Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a fault code. Technical services (ts) analyzed the data and confirmed that a power supply (ps) and a static template lost (tl) alert code were recorded following an ambulatory capacitor reform. Ts explained that the ps alert code was the result of the device unexpectedly resetting while charging the high voltage capacitor during the automatic capacitor reformation and the tl alert code was recorded due to the device not being able to successfully restore the reference surface-electrocardiogram (s-ECG) during the reset process. It was concluded that the device is not able to reliably charge and deliver therapy and device replacement was recommended. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a fault code. Technical services (ts) analyzed the data and confirmed that a power supply (ps) and a static template lost (tl) alert code were recorded following an ambulatory capacitor reform. Ts explained that the ps alert code was the result of the device unexpectedly resetting while charging the high voltage capacitor during the automatic capacitor reformation and the tl alert code was recorded due to the device not being able to successfully restore the reference surface-electrocardiogram (s-ECG) during the reset process. It was concluded that the device is not able to reliably charge and deliver therapy and device replacement was recommended. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the subcutaneous implantable cardioverter defibrillator (s-ICD) was performed. High power visual inspection noted no cracks in the pulse generator case or any signs of electrical overstress on the header. The firmware log was created from the memory download of the s-ICD which was then reviewed. On 15-aug-2026, the s-ICD declared capacitor reform followed by a warm reset, a ps (power supply) code and the template lost code. The rf (radio frequency) wakeup pulses were checked. There were no rf wakeup pulses. The device case was removed and the battery voltage was measured to be 9.06v volts (v). The battery and high voltage (hv) capacitors were removed from the circuit. Internal visual inspection of the solder connections on the telemetry chip noted grainy solder joints also known as "solder creep". Grainy solder joints were noted on pins on one side of the telemetry chip and on multiple pads on the other side. Grainy solder was also noted on two components in the rf circuit. The cause of the telemetry difficulties noted during analysis, the watchdog resets and warm boots noted in the field was grainy solder joints (solder creep) on both sides of telemetry chip and on components in the rf in / out circuitry. When an external power source of 9.0 v was applied to the hybrid assembly, which yielded a normal current drain.